Event description:
During device replacement, an insulation abrasion was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported insulation abrasion was confirmed. Examination of the lead segment found a lead to device external insulation abrasion breaching the right ventricular (rv) conductor cable lumen, distal to the connector boot. One of the rv conductor cables was damaged at this location.